Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the ground path impedance has increased up to 3.08k. There is also a short circuit between electrode channels 5 and 12. The performance of the patient is declining.